Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic video assisted thoracoscopic lobectomy. The reload broke at the point where it connects to the adapter after a lot of manipulation. Additionally, the loading unit articulated while being fired across the fissure. The loading unit fired successfully. There was no patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.